Event description:
Device 1 of 3. Please see MFR report # 1627487-2010-02670 for device 2 and MFR report # 1627487-2010-02720 for device 3. On (B)(6) 2010, the pt was implanted with an scs system. The pt can turn stimulation up all the way on all four of his programs, but cannot feel any stimulation on any of them. The programmer and charger can communicate with ipg and ipg is fully charged. Impedance was tested and invalid impedance were observed. On (B)(6) 2010, the pt's ipg was replaced. Post op, high impedances were still observed. The doctor said he would revise the lead at a later date. On (B)(6) 2010, the doctor went in to revise the lead. The lead was tested and gave normal impedance values. The lead was tested with the extension and it gave invalid impedance values. It was determined that the extension was the problem so the extension was replaced. Stimulation was successfully recaptured.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.